Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the patient side cart (psc) had non-intuitive motion on universal surgical manipulator (usm) 1 with a fenestrated bipolar forceps instrument installed. The intuitive surgical, inc. (Isi) technical support engineer (tse) did not find any related errors. The tse suggested to reseat the instrument and drape. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that they had no further issues after a power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.